Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. The patient previously had an intra-aortic balloon pump (iabp) placed at an outside hospital, and the impella cp was later inserted using the same access site. The groin was initially documented as soft with no hematoma present. Upon nursing reassessment, a raised area and hematoma were noted. Manual pressure was applied by the resident, and the hematoma resolved. The pump was subsequently explanted, and the patient survived to explant. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. The hematoma was resolved with standard intervention and it is unknown whether recommended best practices for access management were followed to mitigate the risk.